Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing and multiple inappropriate shocks. Subsequently, the patient underwent a revision procedure and the electrode was repositioned in the left lateral. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing and multiple inappropriate shocks. Subsequently, the patient underwent a revision procedure and the electrode was repositioned in the left lateral. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD also exhibited low amplitude sensing of r-waves which was inhibiting smart pass from being enabled. The lead repositioning was performed in hopes to improve sensing. It was noted the patient had lost a considerable amount of weight recently, just prior to the reported inappropriate shocks which were caused by the low r-waves and t-wave oversensing. Past noise was also noted. At follow-up after the procedure, it appeared the sensing had improved, and in clinic body movement testing was unable to reproduce the past noise and oversensing. The s-ICD system remains in service. No additional adverse patient effects were reported.